Event description:
The customer reported that the pump battery could not be charged which resulted in the pump shutting down. Attempts to charge the pump with a different wall adapter or charging cable also failed. There was no adverse impact to the customer's blood glucose level confirmed. Technical support arranged to replace the faulty pump. The customer planned to use multiple daily injections as a backup therapy and was instructed to put the old pump into storage mode before returning it with a pre-paid label. The customer acknowledged the instructions.